Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue which caused inaccurate delivery. The pump was stolen from the patient in (B)(6) 2012 and returned in (B)(6) 2013, with malfunctions noted when use was resumed. The meter intermittently resets all settings during use, including basal delivery rate. The patient has noticed an elevated blood glucose which occurred due to a basal settings reset. No blood glucose values were provided by the patient and no symptoms or complications were reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/05/2013 with the following results: pump passed timekeeping accuracy test. The battery was removed. Pump left without power for 15 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. Black box shows time and date resetting to default following a power on reset at (B)(6) 2013 at 4:54pm, time and date then set to (B)(6) 2013 12:24am. Dates in total daily dose history are incongruent changing from (B)(6) 2013 to (B)(6) 2007 and from (B)(6) 2007 to (B)(6) 2013. Multiple skipped dates observed in total daily dose history for example dates skip from (B)(6) 2013 to (B)(6) 2013 and from (B)(6) 2013 to (B)(6) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.